Event description:
It was reported (B)(6) 2017 by a patient¿s mother that a vns patient experienced a slight increase level in seizures. The patient was vomiting and had possible small seizures the night prior. Additional relevant information has not been received to-date.